Event description:
The ventilator was at the field service center for a scheduled preventative maintenance. During service, it was reported that the ventilator turbine was not operating.

Manufacturer narrative:
Na